Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. In addition when removed from the infusion site (leg), the pod's cannula was found bent. The patient had experienced symptoms of hyperglycemia as well as a fruity smell on their breath and the patient was lethargic. As treatment, the patient administered a manual shot of insulin. Once at the hospital emergency room the patient was transferred to anther hospitals intensive care unit (ICU) and given intravenous fluids and an insulin drip. After 12 hours the patient was transferred out of the ICU onto a regular floor at the hospital. The patient was released from the hospital after 3 days.